Manufacturer narrative:
This device will be returned, upon return and analysis this investigation will be updated.

Event description:
It was reported that this patient presented to the hospital due to inappropriate shock. A review of the electrocardiogram showed noise, while all measurements appeared normal. A revision took place and when disconnecting the lead the same noise was seen when it comes to this device. The device was replaced and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Detailed testing did not identify any device issues that would have caused or contributed to the reported noise, oversensing, and inappropriate shock.

Event description:
It was reported that this patient presented to the hospital due to inappropriate shock. A review of the electrocardiogram showed noise, while all measurements appeared normal. A revision took place and when disconnecting the lead the same noise was seen when it comes to this device. The device was replaced and was returned for analysis. No adverse patient effects were reported.